Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported not having any hearing sensations. External components were replaced but the outcome did not change. Re-implantation is being considered.

Manufacturer narrative:
Conclusion: in accordance with the information in the patient report and the manufacturers experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. The complaint can be re-opened if the patient is explanted. This is a final report.

Event description:
The patient reported not having any hearing sensations. External components were replaced but the outcome did not change.

Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
The patient reported no longer having any hearing sensations with the device. External components were replaced but the outcome did not change. The patient was re-implanted.